Event description:
It was reported that the impactor fell apart and the pin came loose during surgery. The pin showed signs of blood residues behind the polyethylene. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for evaluation. The impactor was manufactured in july 2007 in accordance with the specifications then in force. Considering the age of this article, it should be noted that multiple reprocessing cycles and use may lead to signs of wear. Nevertheless, the design of the instrument has been improved; the press fit of the pin has been increased. The present impactor complies with a previous version. This complaint is valid.